Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently this pacemaker was explanted and replaced. This device has been received for analysis. No additional adverse patient effects were reported.